Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable estradiol result for one patient on their e411 analyzer. The patient's initial estradiol result was 1202 pmol/l and it was reported outside the laboratory. On (B)(6) 2013, the sample was repeated and the result was 118.2 pmol/l. On (B)(6) 2013, the sample was repeated and the results were 43.57 pmol/l, 18.35 pmol/l, and 73.73 pmol/l. 118.2 pmol/l was issued as a corrected report. There were no adverse events. The estradiol reagent lot number and expiration date were requested but not provided. The field service representative went on site. He discovered the customer had not changed their pinch tubing for almost six months. A general hardware and performance check were done. The analyzer seemed fine otherwise.

Manufacturer narrative:
A definitive root cause could not be determined. The calibration results were within range. The quality control history revealed several outliers with a possible relation to the patient's discrepant result. It was noted the sample gave a number of implausible results, indicating a possible pre-analytical issue.